Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of the returned device shows that no complaint identified with regard to the returned implant. After visual review, no evidence was found that would suggest a defect in manufacturing or processing the implants appear to be capable of performing their intended function.

Event description:
It was reported that a patient underwent an unknown spinal surgery for stenosis. At an unknown time post-op, the patient returned with pain and it was discovered that two rods were broken. The patient underwent a revision surgery to replace the broken rods. No further details are known at this time.

Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.